Manufacturer narrative:
Two photos received by our quality team for investigation. Through visual inspection, box with material number 990687 is displayed, additionally a syringe is displayed. No defects or issues observed. Unable to confirm failure based on images. Physical sample is required to further analyze. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
Additional information received. When infusing anesthesia under manual pressure, the nurse notices that the plunger is too hard. When she tries to apply more pressure, she overdoes it. Customer sent to us the information below on (B)(6) 2023. - was the reported incident noticed before, during or after use? During use. - has there been any harm to the patient/healthcare professional? (Detail) the patient was given more anesthesia than should be. - was there a need for medical and/or surgical intervention due to what occurred (imaging examinations, surgery, medication administration, etc.)? (Detail) no. - has there been exposure of blood or chemotherapy to the mucous membranes or skin? (Detail) no. - could you send a video demonstrating the reported incident? We have no video, only photos of the syringes.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe plunger was difficult to move while infusing anesthesia under manual pressure. This occurred with 23 syringes. The following information was provided by the initial reporter, translated from spanish: "when infusing anesthesia under manual pressure, the nurse notices that the plunger is too hard. When she tries to apply more pressure, she overdoes it."